Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable stopped working. Reportedly, the customer was able to charge the pump with an alternate cable. The customer's blood glucose level was 220 mg/dl.